Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed a crimped valve with one strut bent outwards at the inflow side. The crimped valve was then expanded, and the slightly bent strut was corrected. The leaflets were noted to be dehydrated due to the storage condition (prolonged crimping) during the return handling process. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve frame damage was confirmed based on visual evaluation of the returned device. The available information suggests patient factors (calcification) and/or procedural factors (device manipulation and high push force) likely contributed to the event as it was reported that the patient had moderate tortuosity, the femoral vessels were very calcified, and the valve was stuck inside the esheath. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As a result, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in denmark, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, there were difficulties inserting the 16fr esheath+ into the patient. During advancement of the delivery system with valve through the esheath+, the delivery system with valve became stuck and was noted to have exited the esheath+ at the side of the esheath+. The system was withdrawn as a single unit and a new system was prepared. There were no reports of an issue during the second implant attempt. The patient was noted to be doing well. There was no patient injury. It was believed that calcified femoral arteries was the cause of the event. The devices were returned to edwards lifesciences for evaluation. Evaluation of the returned sheath device revealed the liner was torn the entire length. There was also one strand observed approximately 16 cm from the strain relief. The liner strand measured approximately 2 cm in length. Evaluation of the returned valve revealed a strut that was slightly bent outwards on the inflow side.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-05477 for details of the other event. The investigation is ongoing.